Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was working intermittently, even when used with multiple batteries. The event was not reported to have occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. It was determined that the device was functional and passed all pretesting. Therefore, the reported condition that the device operated intermittently was not confirmed and an assignable root cause was not determined. However, during evaluation it was observed that the components were worn and was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.